Manufacturer narrative:
Since the actual complaint sample was not available for evaluation, the device history record of complaint lot number: s19003025, and no similar type of non conformities was observed neither in 100% balloon testing, nor in 100% visual inspection. Retain samples of lot number: s19003025 checked and found ok. Might be the catheter balloon could be punctured during handling so we considered this complaint considered to be not justified.

Event description:
Info that the catheter balloon burst during use.